Manufacturer narrative:
A field service engineer went on-site and checked (sample aspiration module) sam alignments, but indicated that occasionally caps are still pushed through after performing the adjustment. Fse changed the manual station holder and tested with sarstedt tubes with no issues. The compressor was also replaced to address the vibration issues. The cause for the tubes being pushed in is unknown. There is an ongoing investigation at bec for similar reports of sarstedt tube tops being pushed in during specimen processing on the dxh800 system. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the tops of the sarstedt specimen tubes were being pushed in rather than being pierced during specimen processing, resulting in blood spilling from the tube on their unicel dxh 800 coulter cellular analysis system. The customer also observed that the sample probe was misaligned when sampling in the open tube mode and the manual tube holder was loose. The operator was wearing personal protective equipment (ppe). No injury or exposure was reported. There was no affect to patient samples with regard to this event.